Event description:
It was reported that the clinician observed inappropriate pacing spikes with possible non-capture on the external monitor. Additionally, the atrial lead exhibited far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.